Event description:
(B)(4). Since having the device implanted in (b)6) 2014, I've had the following side effects. Constant severe headaches-24 hours a day; painful, extremely heavy menstrual cycles; pain in abdomen, painful ovulation, mood swings, weight gain, hair loss, brain fog, fatigue.